Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that no alert/notification occurred. Date of event is an approximation. On 08/18/2024, it was reported the patient was receiving no audio output, therefore, he was not alerted to his hypoglycemic state. However, the patient¿s wife was receiving alerts on the follow app. The patient¿s wife was alerted that the patient was ¿low¿ (no specific value was reported). She checked on him and found him having a seizure. Ems (emergency medical service) was called. Once ems arrived, the cgm (continuous glucose monitor) and bg (blood glucose) meter were reading low mg/dl. The patient was treated with an unspecified IV and glucose tablet. The patient was transported to the ER (emergency room), admitted, and then discharged home 2 days later. The patient was fine at the time of the report. Performance data was reviewed. The allegation was confirmed due to the finding of no alert/notification. The probable cause was that the alert was disabled. No additional patient or event information is available.